Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for normal follow up. Upon interrogation, the right ventricular lead exhibited low impedance and capture anomaly. On (B)(6) 2016, the patient presented in clinic for device changeout procedure. During procedure, the right ventricular lead was capped and replaced. The patient was okay.